Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that in the cicu, the device allowed IV fluid to free-flow when tubing was inserted into the pump module. This resulted in an over infusion. There was no patient harm.

Manufacturer narrative:
Additional patient identifier - (B)(4). Not hispanic/latino. White. The customer¿s report that the device allowed IV fluid to free-flow when the tubing was inserted into the pump module was not confirmed. The event log recorded a safety clamp open alarm for a couple of seconds; however, the cause could not be determined. The pump module had no malfunctions and infused within specification. No unregulated flow occurred during testing. The incident disposable set was not returned for investigation. The root cause for the customer¿s reported experience could not be identified.

Event description:
The customer reported that in the cicu, the device allowed IV fluid to free-flow when tubing was inserted into the pump module. This resulted in an over infusion. During an onsite visit, it was reported the pcu screen showed that preventative maintenance was due (B)(6) 2018. There was no patient harm.